Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the emboshield nav6 filter was used in the internal carotid artery. When the retrieval catheter was advanced to the filter, the filter was unable to be captured by the retrieval catheter. The retrieval catheter was removed when it was noted that the tip of the catheter was kinked. The kinked tip was also noted before it inserted the anatomy. Another emboshield nav6 retrieval catheter was inserted and successfully captured the filter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned filter and bare wire. The reported kinked tip and difficult to remove filter from the rc (retrieval catheter) was unable to be confirmed as the rc was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no other similar incidents reported from this lot. It should be noted that emboshield nav6 embolic protection system electronic instruction for use states: carefully inspect device components prior to use to verify that they have not been damaged and that the size, shape and condition are suitable for the procedure for which they are to be used. A device which is kinked or damaged in any way should not be used. The investigation determined the reported inability to capture the filter appears to be related to the use error. The noted pod and bend on the barewire appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.